Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from the device at review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The device was received with the stent protector and product mandrel inserted. No issues were noted with the profile of the devices tip. The stent struts on the most proximal row were raised and misaligned. This type of damage is consistent with the stent meeting resistance during the removal of the device. The balloon was visually and microscopically examined and no issues were noted with its profile. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. In (B)(6) 2014, primary percutaneous transluminal coronary angioplasty (ptca) was performed in the right coronary artery (rca) which was 100% stenosed with a timi 1 flow. The thrombus was aspirated using a thrombus aspiration catheter and the rca was recanalised. The patient was transferred to the intensive coronary care unit post procedure and heparin infusion was administered.

Event description:
It was reported that stent damage occurred. In (B)(6) 2014, primary percutaneous transluminal coronary angioplasty (ptca) was performed in the right coronary artery (rca) which was 100% stenosed with a timi 1 flow. The thrombus was aspirated using a thrombus aspiration catheter and the rca was recanalised. The patient was transferred to the intensive coronary care unit post procedure and heparin infusion was administered. Two days later, the patient had st elevation changes so a rescue ptca was performed. The 100% stenosed target lesion was located in the ostio proximal rca. A 3.5 6fr jr unspecified guide catheter was placed. After a non bsc guide wire crossed the lesion, serial predilation was performed using a 2x12mm unspecified balloon catheter at 8 atmospheres for 15 seconds. Angiography was done which revealed proximal to distal long segment with 90% stenosis and a timi 2 flow. Then a 3.00x38mm promus element ¿ long stent was advanced but failed to cross the lesion. It was then noted that there was a stent elongation with flared stent struts at the proximal segment of the stent. The device was immediately removed and a 3x38mm promus element plus stent was deployed proximally at 14 atmospheres for 40 seconds. Another 3x32mm promus element plus stent was deployed distally overlapping the first stent at 12 atmospheres for 40 seconds. The overlapping portion was post dilated using the 3x32mm promus element plus stent delivery system (sds) balloon at 18 atmospheres for 20 seconds. Then both stents were post dilated with a 3.5x12mm unspecified noncompliant (nc) balloon catheter at 15 atmospheres for 20 seconds. Final angiography revealed well- deployed stents with timi 3 flow. Glycoproetein iib-iiia inhibitors were given via bolus injection and intracoronary nitroglycerin was administered. No patient complications were reported and the patient¿s status was stable.